Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger/slider was blocked/ jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the trigger was jammed on the battery handpiece device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.